Manufacturer narrative:
The lot number is unknown at this time.

Event description:
Information was received indicating that the patient reported that she had mixed one back-up cassette due to cadd pump continuously alarming and not being able to troubleshoot with the smiths cadd cassette reservoir. No adverse effects were reported.